Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the set. The customer was unable to clear the alarm due to the buttons not responding and had to remove the battery. Blood glucose value was 12.9 mmol/l. The customer also mentioned experiencing high blood glucose since 9/15/15. Customer declined troubleshooting. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly, no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarms noted. No cosmetic damage noted during our physical inspection.